Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. The insulin pump was received with a scratched display window, a cracked display window corner, and a scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had an unresponsive button/keypad on the insulin pump.